Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. Moisture damage was found on the electronic assembly and motor. The insulin pump had minor scratches on the display window, cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had been exposed to moisture. Customer stated they had gone swimming and the device had been damaged. Advised customer to discontinue use of device and revert to back up plan. Blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.